Manufacturer narrative:
.

Event description:
This was a procedure to extract two cardiac leads due to cied/pocket/system infection. The leads were prepped with spectranetics llds and extraction commenced using a glidelight laser catheter. The md started with the rv lead and moved between the rv and ra leads as they were entwined. As the atrial lead was extracted a drop in the patient's blood pressure occurred. The physician was able to identify that they gl was the suspect device based on this injuries characteristics. The patient did not survive the intervention.

Manufacturer narrative:
Updated to include device and patient codes.